Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt suffered a fall approx 2 weeks prior to obtaining the high lead impedance reading. Since the fall, the pt has been complaining of neck pain and hoarseness. Neurologist programmed the pt's device to off. Ent surgeon used a scope on the pt and believes that pt may have left vocal cord paralysis. The pt was prescribed steroids and antibiotics. Further follow-up revealed that the pt was also complaining of itching and swelling in the neck area but that the symptoms are not as severe as they used to be. Lead break is suspected.